Event description:
Date of event is unknown. Box received at cardinal's health (B) (4) lab with a note that stated the infusion set was leaking while chemo was being administered. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The leak reported on the primary set was confirmed. Functional testing showed a leak located at the top of the blue upper fitment where the tubing connects to the pumping segment. The root cause for the leak is unknown. The sap database was reviewed and there were no quality notifications or issues regarding the reported set model number. Trending information for the reported lot number showed no occurrence of this failure during manufacturing.